Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an adhesive event with an infusion set which came off after inserting in the morning and doing some gardening work. Patient confirmed the use of 2 oval tapes over it. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands.